Event description:
It was reported to boston scientific corporation, that a sensor guidewire was used during a ureteroscopy. During the procedure, a portion of the wire flaked off as the physician was running it past a stone. A few, very small pieces flaked off into the patient. The pieces were so small that the physician felt they would be passed on their own. The physician was able to continue and complete the procedure using this device with no patient complications and the patient is fine.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed.